Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. It was reported that patient requested that her pump pocket be revised. The original pump pocket was in the lateral left abdomen and the revision was performed to move the pump location to a more medial left abdominal location. During the planned pump pocket revision, it was noted that there was wear on the exterior portion of the catheter within the first 10 cm of the sutureless pump connector. No leaks or tear were noted. The hcp elected to replace the damaged section of the catheter using a catheter pump segment revision kit. No symptoms were noted by the patient. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.